Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with two recorded episodes of inappropriate automatic mode stitch recorded implantable cardioverter defibrillator. The episodes were attributed to noise caused by electromagnetic interference and noted to occur on the same day. The patient was not pacing dependent and no interventions were made. The patient was stable and will continue to be monitored.